Event description:
It was reported that two days post-l.a.r., rigid proctoscopy, and mobilization of splenic fixture, the pt developed an anastomotic leak, which required surgery for colon resection, with end colostomy and hartmann's pouch. The original surgery was performed in 2003 and subsequenly surgery was performed two days later. Transferred out of ICU two days later.